Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor image quality, image was dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for updates (event found at and section e3-occupation ) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation noted an image noise was generated and a broken wire in the camera cable was found. Based on investigation, the reported failure was confirmed and likely attributed to broken wire in the cable. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic unspecified procedure. There was no report of patient harm.